Event description:
A customer reported to baxter product surveillance of a clearlink set in which the end of the spike was bent. The nurse was attempting to spike a secondary bag with an unknown antibiotic. This condition occurred before use. There was no patient injury or medical intervention necessary. The customer did make a medwatch report for this condition, (B)(4). No additional information is available.

Manufacturer narrative:
(B)(4). Additional info: the tip of the spike bent while attempting to spike an unknown baxter IV medication bag.

Manufacturer narrative:
(B)(4). Additional information: a customer sent in one companion unused sample for an evaluation. A visual inspection showed that the spike tip was bent. The cause of this condition remains unidentified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A sample has been sent in for an evaluation. Once the sample is evaluated a follow-up report will be submitted.